Event description:
6/16/93 - patient had bilateral sq mastectonies with bilateral insertion of tissue expanders.9/20/93 - rupture of rt. Breast expander with removal and replacement of rt. Breast expander.10/6/93 - rupture of lt. Breast expander with removal and replacement lt. Breast expander.11/10/93 - leakage rt. Breast tissue expander removal and replacement rt. Breast tissue expander.